Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached ¿normal end of life¿ with ¿okay¿ telemetry and output.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient's health care provider (hcp) reported a complaint about the implantable neurostimulator's (ins) battery longevity. The elective replacement indicator (eri) message appeared on the patient programmer (pp) 2.5 years after implant. The physician doubted the ins's lack of longevity or breakdown of the ins. The ins was programmed on 3.8v, 90pw, 80 rate on the right side. The ins longevity was calculated through the longevity formula and the result was more than three years. It was noted that at a programming session on (B)(6) 2015 the patient experienced gait freezing. The patient was having strong complaints about the physician and company. The physician wanted to check the ins status. Battery depletion was reported to be not normal. The ins was replaced. No patient injury or death was reported and patient status after device removal was recovered with sequela. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.